Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The technical support team provided instructions for a complete pump reset and guided the caller through the process. After the reset, the pump did not display the cgm error code again, and the caller successfully started their sensor session.